Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. The wanda 6.0mm-80mm, 80mm balloon was being used for post-dilatation of an implanted stent when the balloon rupture occurred at 6atms upon the first inflation. The procedure was completed with a different device with no patient complications reported and patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).